Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the placement of the ex-plate, the driver tip broke off inside the screw. The driver tip could not be removed from the screw and remains in the patient. There were no adverse patient consequences. Device information for the screw is unknown. This report is related to report number 3025141-2022-00202 for the driver involved in this event.